Event description:
The physician attempted an arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. Fluoroscopy was perfomred prior to the procedure with the following results: the size of the vessel was seven (7) millimeters (mm); the site was confirmed to be in the common femoral artery and the vessel was neither calcified nor tortuous. There was no scare tissue present at the site of the groain. The physician did not experience any difficulties was insertion or deployment of the device. Reportedly, the device became "trapped in the vessel with the foot open." The pt was taken to surgery for removal of the device and closure of the vessel. It was noted that the pt's hospitalization was prolonged as a result of this incident. At last report, the pt's condition was described as "good." Although requested, no additional info was provided.